Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: b)(4), no dev rtn to MFR: no, mfg date: 05-nov-2019, labeled for single us: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) deployed while contrast was being pushed through without the operator using the deployment button. The procedure was continued and completed using this ipg. No patient complications have been reported as a result of this event.